Manufacturer narrative:
H3) the uninterruptible power supply (ups) was returned to the manufacture for evaluation. After performance testing and visual/phys ical examination the reported issue was confirmed. The ups failed bench test. The battery was charged for at least 6 hours. Load test only lasted for 52 seconds, 5 minutes and over is needed to pass. Battery no longer holding a charge. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique identifier was not available at the time of the event. Other relevant device(s) are: product ID: bi70000084, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the uninterruptible power supply (ups) in the mobile view station (mvs) was replaced. The preformed a system checkout and the system is working as intended. The ups was returned and is still under analysis. The manufacturer date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when moving the system the mobile view station (mvs) immediately shuts down when unplugged from the wall. No patient was present at the time of the event.